Manufacturer narrative:
The pharmacy label on the returned unit indicated the compounded volume was 1675 ml. The total capacity of the bag is 1500 ml. No abnormalities were noted during a batch record review. Should additional relevant information become available, a supplemental report will be filed.

Event description:
Customer advised one unit of a compounded bag was found to be leaking at a patient's home prior to use. There was no report of patient injury or medical intervention nor was there any report of skin contact with spilled parenteral nutrition as a result of this event. No additional information is available.